Event description:
It was reported that this pacemaker exhibited undersensing of ventricular beats. Boston scientific technical services (ts) was consulted and further testing was recommended to determine amplitude on the right ventricular (rv) lead. Noise was also present on the rv channel, however, was not marked by the device. Additionally, the health care professional (hcp) stated that noise that resulted in oversensing on the right atrial (ra) lead has been exhibited by this device as well. The involved right atrial (ra) lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.